Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open sore under the lifevest equipment. Patient described the area as an open sore like blister. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to place gauze over the area for the skin irritation. Follow up indicated that the skin irritation improved.